Event description:
It was reported that the pulse generator exhibited high current drain in 2005. The high current drain was resolved and the device was later replaced due to regular elective replacement indicator.

Event description:
On (B) (6) 2010, baxter (B) (4) product surveillance was notified of a complaint from a customer regarding a clearlink IV solution when the blue clamp broke in 2 pieces, leading to free flow of medication during a patient infusion. The nurse was loading the tubing in a colleague pump (medication: dobutrex, dose, rate and volume unknown) when she heard an alarm (unknown). The patient had received a bolus of dobutrex (incident). The nurse removed the tubing and noted the blue clamp was broken in 2 pieces. A free flow of the dobutrex occurred for several seconds. The free flow was stopped by closing the roller clamp. The patient's pressure increased and lopressor was administered as an intervention to decrease the blood pressure. The sample is reported as being available for evaluation. The patient outcome is unknown.

Manufacturer narrative:
(B) (4)the following is a clarification to the information requested on whether baxter had received similar complaints. This information is being provided in response to feedback received from the FDA during a phone conversation with baxter on june 18, 2010: baxter performed a trend review and results show that the trend is stable. CAPA (B) (4) was opened to further investigate the root cause of this issue.as previously stated in medwatch report number 6000001-2010-00286 FDA inquiry (answer number 3):baxter has reviewed our complaints since april 17, 2007. We have identified two (2) additional complaints with a similar failure mode. The two (2) complaints identified a cracked or broken slide clamp when the product was removed from the package. These products were not used on a patient.

Manufacturer narrative:
(B)(4).the sample was returned and evaluated. The evaluation results indicate: a visual inspection was performed on the actual and companion samples received. No defect was found on the companion samples, the colleague clamp was undamaged. The actual sample and the colleague clamp was broken in two pieces. The problem was comfirmed. It is unknown what caused the clamp to break.

Manufacturer narrative:
(B) (4). A review of design and process changes related to this product was conducted. In march 2009 the manufacturing facility qualified and released a new mold for the slide clamp. The data reviewed does not indicate this new mold is the root cause of this issue. Further review by baxter concluded that no other changes related to this component and product could have led to this event. Baxter continues to investigate the cause of this event. Baxter completed a search of all complaints related to broken slide clamps over a three year period. We did not find any additional mdrs other than the MDR that is the subject of this letter. Baxter has reviewed our complaints since april 17, 2007. We have identified two (2) additional complaints with a similar failure mode. The two (2) complaints identified a cracked or broken slide clamp when the product was removed from the package. These products were not used on a patient. The baxter evaluation of the complaint sample concluded that the slide clamp was broken. Due to the fact that the slide clamp was already broken we were unable to replicate the event. It is our assertion that a broken slide clamp in an infusion pump can lead to a free flow situation. Baxter continues to investigate the root cause of this complaint and monitor the product performance in the field.

Manufacturer narrative:
(B) (4). The sample has been requested but has not yet been received, therefore no evaluation results are available.

Event description:
On march 4, 2010, a doctor reported that a patient lost an implant three (3) months after placement due to unknown reasons. This is the second of two incidents.

Event description:
A customer reported they observed moisture on the back of their freestyle navigator transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.